Manufacturer narrative:
Product event #(B)(4) testing performed: device: plasmablade needle product code (sku): ps200-001 serial / lot number: unknown expiration date: unknown quantity returned: there were no discrepancies identified between device info obtained from returned product and device info populated in product line items section in gch. Visual inspection (packaging): the product was shipped in a proper shipping container. There was no packaging to fill negative space. The device was safety package. There was no additional paperwork included. Visual inspection (product): there was evidence of use. There was charring on electrode and small amount of blood on handle and shaft. There was evidence of damage. Needle tip was detached from shaft of device. The button does have tactile feel. There are visual signs related to the complaint description. Needle tip was detached from shaft of device. After further visual inspection, it was observed that the needle blade detached at the spot welding location. The heatshrink was cut back to see the detached location on the shaft. (B)(4) (shaft assembly process) is the work instruction that is used to attach the shaft to the needle blade. A process check is included that states: ¿verify good weld, like shown: the burn mark from the spot welder should appear as a visible ring. Reject any assemblies with great damage than the examples shown. Holes that penetrate more than one-third of the shaft width are not acceptable.¿ based on this criterion, the weld is considered a good weld. -the needle blade appears to have a fracture rather than a failed weld joint. This could be caused by excessive force during use or handling of the device. Functional inspection: no function inspection necessary for this complaint investigation. Visual inspection was able to confirm this complaint. Lhr review: no lot information available for review. Investigation conclusion: the complaint was confirmed for the needle blade being detached from the shaft. The needle was evaluated to have a good weld per the work instruction in-process visual inspection acceptance criteria. The blade appeared fractured which could indicate excessive force during use or handling. Due to the low occurrence of this failure mode, this complaint will be monitored in gch for further instances of similar complaints. Referenced documents: (B)(4) rev a ¿ shaft assembly procedure (mpss document) test equipment utilized: eqp #: (B)(4) lynx dynascope. (B)(4).

Event description:
Surgeon was using the plasmablade needle during a plastic procedure and tip broke off, specifically the device touched superficial tissue and the tip was dislodged from the device shaft when the tip was handled. The device tip was recovered and there was no associated patient impact or injury.

Event description:
Surgeon was using the plasmablade needle during a plastic procedure and tip broke off, specifically the device touched superficial tissue and the tip was dislodged from the device shaft when the tip was handled. The device tip was recovered and there was no associated patient impact or injury.

Manufacturer narrative:
(B)(4). Method/results/conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.